Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "the injection port dropped off and the foley slipped off. It has happened quite often recently."

Manufacturer narrative:
This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because this issue if it happened after insertion would potentially prevent the deflation of the balloon. The inability to delate the balloon has, in the past, resulted in several serious adverse events. Reported to the FDA on (B)(4) 2013.